Event description:
It was reported that this left ventricular (lv) lead was exhibiting muscle stimulation during capture in all available vectors. Troubleshooting measures were taken, including repositioning of the lead several times, but it was reported the physician was still unable to obtain capture without experiencing muscle stimulation. Subsequently, the lv lead was explanted and the physician opted to implant a his bundle lead in replacement. No additional adverse patient effects were reported.